Event description:
A report was received that a patient had been in a car accident and since then, his ipg has not been functioning properly. The ipg will turn on and off intermittently and the stimulation levels are varying significantly. A bsn representative reviewed the pt's database and confirmed premature battery depletion. The pt's physician has recommended the ipg replacement.